Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Olympus europa (B)(4) checked the subject device and found that the reported phenomenon was caused by the insufficient reprocessing by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus europa (B)(4), it was found that foreign material came out from the instrument channel of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the following information, there was the possibility that this phenomenon was attributed to the distal end of the brush remained inside the subject device due to the deterioration damage by the repeated brushing with the cleaning brush. Based upon the photo from the (B)(4), omsc judged that the foreign material was a part of the cleaning brush. There is the description in the instruction for use that, the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Olympus stated the appropriate handling of cf-h170l and the counter measures against abnormalities in the instruction manual of cf-h170l.